Event description:
On (B)(6) 2015, I changed my contact lenses as prescribed. Sofmed 55 breathable by coopervision. Within three hours, I had a severe reaction. My first appointment with ophthalmologist dr (B)(6) on wednesday, (B)(6) 2015, revealed that I had severe corneal burns from the contact lenses. (Keratitis) I was put on immediate treatment of antibiotics which did not resolve the condition. A week later (after 2 more apps) I was put on lotemax (a steroid) to help with repair and healing of the cornea. I asked if it could be an allergic reaction and he said definitely not. This was the second occurrence (one in (B)(6) that was less severe) with the same boxes of contact lenses.